Event description:
It was reported that the patient suffered a pneumothorax from the vein puncture during implant. A thoraxdrain was placed. The leads remains in use. The patient is a participant in the marc clinical study. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products 4076 implantable pacing lead (B)(6) 2012; 0293 implantable tachy lead (B)(6) 2012. (B)(4).